Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that during a primary trauma surgery, the tip of the screwdriver sheered off while implanting a screw. All pieces of the screwdriver were retrieved from the screw canal in the patient.

Manufacturer narrative:
Evaluation summary: the reported event that screwdriver axsos t20 tip breakage could be confirmed. Based on investigation, the root cause of the determined event was attributed to an user related issue. The tip breakage was caused by wear and tear. The device was manufactured on 8/15/2006. Cleaning and sterilization: the instructions for cleaning, sterilization, inspection and maintenance was reviewed (literature number: l24002000-en rev k0213). The guide includes the following statement: ¿stryker osteosynthesis typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functio¬nal test of the device before use is the best method of determining the end of serviceable life for the medical device. However, for certain instruments end of life has been defined, verified and specified with either a number of uses or an expiration date." [Original statement a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. However nc was opened to addressed screw driver tip breakage.

Event description:
It was reported that during a primary trauma surgery, the tip of the screwdriver sheered off while implanting a screw. All pieces of the screwdriver were retrieved from the screw canal in the patient.